Event description:
The customer reported that at 6:00 pm on (B)(6) 2014, his blood glucose (bg) reading was 85 mg/dl, and he gave himself a 2.8 unit bolus. At 9:30 pm, his bgs had risen to 284 mg/dl. When the pod was removed, he noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.